Event description:
It was reported that the outback catheter sheared the guidewire. A bmw guide wire was in place in the superficial femoral artery. The outback was advanced over the bmw wire. Once the physician crossed over the abdominal aortic arch, the wire bound up. The physician attempted to pull back on the guide wire and the wire sheared off inside the outback cannula. The separated portion of the wire remained in the cannula. The outback and guide wire were removed together from the patient. The physician flushed out the sheared wire and redelivered the outback using the spartacore wire. The product was not returned for analysis. It was concluded that the physician did not follow the instructions for use (IFU). The IFU specifically states that guide wires with exposed proximal welds should not be used and also states, "failure to use a recommended guidewire may result in damage to the guidewire, such as abrasion of the hydrophilic coating, release of polymer fragments, separation of the wire or inability to withdraw the outback ltd over the guidewire. The bmw guide wire has an exposed proximal weld. In this case, procedural factors/user handling likely contributed to the reported event.